Event description:
Patient was recently in a motor vehicle accident in early july and is now experiencing more seizures and drop seizures than before the accident. No other relevant information has been received to date.